Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken top case on the side and chipped out right plunger case. During analysis, primary audible alarm post error was found at power up. It was noted that the high profile c9 was broken off from the interconnect board due to the pump being dropped. Service replaced the interconnect board, replaced the top case and right plunger case. Service also performed preventive maintenance and al functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump was dropped, case was broken, and it exhibited watchdog error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147 additional information: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.